Event description:
Customer's wife reported that an ambulance was called because her husband was lethargic, could not swallow, clammy and going unconscious. The reading was 28 mg/dl. The paramedics administered glucagon twice. Customer reported that he took 15 units of insulin instead of 4 based on the high reading he had prior to the event. Though the additional insulin taken by the patient was consistent with the reading of the adc device, if and when the meter readings were really inaccurately high, this may have caused serious deterioration in patient's health.